Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged possible over delivery, low bgs, absence of alerts, suspend anomaly and auto mode anomaly found on (B)(6) 2021. Also, on case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged for possible over delivery found on (B)(6) , 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was programmed with a test guardian 3c link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alerts or suspend anomaly noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. In further full review of the pump history on the event date of aug 10, 2021, there is no unexpected alarms/suspends and found manual bolus/bolus wizard delivery of dailytotalofbolusinsulindelivered = 14.15 u bolus. (B)(6) 2021 06:45:12.000 normalbolusdelivered normalbolusamountprogrammed = 0.55 bolusamountdelivered = 0.55 (B)(6) 2021 07:26:38.000 normalbolusdelivered normalbolusamountprogrammed = 3.6 bolusamountdelivered = 3.6 (B)(6) 2021 12:32:26.000 normalbolusdelivered normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3 (B)(6) 2021 14:45:16.000 normalbolusdelivered normalbolusamountprogrammed = 7.25 bolusamountdelivered = 7.25 (B)(6) 2021 16:38:30.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2021 18:10:41.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2021 19:14:54.000 normalbolusdelivered normalbolusamountprogrammed = 1.45 bolusamountdelivered = 1.45 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Auto mode anomaly was not confirmed. Absence of alerts and suspend anomaly was not confirmed. Alert on low and suspend feature is working properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer experienced low blood glucose of 3.7 mmol/l and treated with glucose tablets for low blood glucose. The insulin pump will be returned for analysis.